Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: right si joint: 1st (superior): ifuse implant, p/n 7050-100, lot# 493892, mfd. 25 apr 17, exp. 2022-04-25, (B)(4). 2nd (middle): ifuse implant, p/n 7050-100, lot# 493892, mfd. 25 apr 17, exp. 2022-04-25, (B)(4). 3rd (inferior): ifuse implant, p/n 7045-100, lot# 493864, mfd. 22 mar 17, exp. 2022-03-17, (B)(4).

Event description:
The patient had bilateral si joint arthrodesis in (B)(6) 2018 where three implants were placed on each side. The patient also had a previous lumbar fusion with pedicle screws in the ilium. The patient initially had a period of pain relief before complaining about a recurrence of right side pain. The surgeon determined that the right side si joint implants may have been loose and that a pedicle screw, not the si joint implants, had breached the neuroforamen. In (B)(6) 2018, the surgeon performed a revision procedure where he removed all three right side si joint implants using chisels and removed the right side pedicle screw. All the removed si joint implants had bone growth on the surface and the most superior positioned implant was solidly fixed in bone. He replaced the pedicle screw for the lumbar fusion construct, but did not add any new si joint implants. No left side si joint implants were removed or replaced. The status of the patient following the revision is not known.